Event description:
It was reported that battery did not hold charge. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions or support provided in response to the event.